Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. The photo shows one 19cm glidepath dialysis catheter implanted on the patient body. Both the extension legs were noted to be deformed and bulged. Milky white opacification was noted on inside the both the extension legs. Therefore the investigation is confirmed for the reported discoloration, opacification and identified stretched issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2024), g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that sometime post port dialysis catheter placement procedure, the catheter was allegedly discolored. It was further reported that some parts of the catheter allegedly appeared opaque. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 01/2024. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter was allegedly discolored. It was further reported that some parts of the catheter allegedly appeared opaque. There was no reported patient injury.